Event description:
Baxter reported "transfer set cracked (blue section)". Affilate reports the luer lock clamp was loose and there was a free flow of fluid. No patient injury or medical intervention required per affiliate.